Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was small amount of anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 8f size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined.

Event description:
It was reported that on 15 jan. 2024, a 10mm amplatzer septal occluder was selected for an implant.this is an atrial septal defect (asd) case of coronary sinus (cs) rim defect. It was measured 11 mm with a an unknown sizing balloon. The distance from cs was less than 3 mm, so the device was chosen considering the distance was within 3mm from the device. However cobra-head was observed during preparation at outside patient anatomy. Therefore same size and same lot new 10mm amplatzer septal occluder was chosen for replacement. However, this one also becomes a cobra head on visual contact.. It seems no problem with the occluder deployment when taking in and out of from loader for several times. When it was attempted to deploy the device in patient anatomy, the physician determined that it would be better not to detach the occluder considering interaction between cs rim and amplatzer septal occluder. Size change of the device was also considered, but the procedure was aborted. The patient is stable.